Manufacturer narrative:
Block h11: imdrf patient code e1032 captures the reportable event of vomiting. Imdrf patient code e0506 captures the reportable event of hemorrhage. Imdrf patient code e0301 captures the reportable event of anemia (low hemoglobin). Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f0801 captures the reportable event of intensive care. Imdrf impact code f19 captures the reportable event of surgical intervention.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted during a procedure performed on an unknown date. On (B)(6) 2025, the patient with an axios stent in place presented to countryside ER with hematemesis and melena. The patient was found to have very low hemoglobin and was subsequently taken to interventional radiology for coiling of a splenic artery aneurysm. It was further reported that the patient presented with bleeding and is currently in the intensive care unit.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to facilitate a pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. On (B)(6) 2025, the patient with an axios stent in place presented to countryside ER with hematemesis and melena. The patient was found to have very low hemoglobin and was subsequently taken to interventional radiology for coiling of a splenic artery aneurysm. It was reported that the patient presented with bleeding and is currently in the intensive care unit. In addition, it was further reported that the patient was reported to be stable and is expected to fully recover.

Manufacturer narrative:
Block b5: updated event description. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1032 captures the reportable event of vomiting. Imdrf patient code e0506 captures the reportable event of hemorrhage. Imdrf patient code e0301 captures the reportable event of anemia (low hemoglobin). Imdrf patient code e0501 captures the reportable event of aneurysm. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f0801 captures the reportable event of intensive care. Imdrf impact code f19 captures the reportable event of surgical intervention.